Event description:
Another country distributor reported an issue with this freestyle meter. Upon product investigation, it was discovered the meter exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed. Customers and retailers have been informed through the adc fa16may2006 letter.